Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the tibial, below the knee. The physician predilated the target lesion before implanting a 4.00x20mm promus element plus stent. A 4fr unspecified diagnostic catheter was advanced to remove a clot from the target vessel and the proximal segment of the implanted stent compressed. A unknown balloon catheter was advance to post-dilate the compressed segment. The procedure was completed by implanting a bare metal stent the area where the stent has compressed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).